Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a removal of a cast, the cast cutter blade broke. It was also reported that there were no adverse consequences as a result of this event. It was further reported that there was slight delay to the cast removal and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned.

Event description:
It was reported that during a removal of a cast, the cast cutter blade broke. It was also reported that there were no adverse consequences as a result of this event. It was further reported that there was slight delay to the cast removal and the procedure was completed successfully.